Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case description: 8015 sn: (B)(4) customer wanted to know how to clear this error code 110.6021 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that there's two things that he would need to replace. The first thing is that he would need to replace the keypad and also the logic board. The customer said ok and ended the call.